Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the patient's right ventricular lead exhibited increased capture thresholds and decreased sensing. Programming changes were made. On (B)(6) 2019 x-ray imaging was performed and it was noted that the lead had perforated the right ventricle. The perforation was regarded as minor and the lead was explanted and replaced on (B)(6) 2019. The patient was entirely asymptomatic throughout the event.